Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial lead had dislodged. During the revision procedure, a different model lead was attempted but not used and it was indicated to have a performance issue. Another lead was used to complete the revision procedure. The lead was explanted and the replacement lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.